Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's system was removed because it was aggravating their sciatic nerve in their leg. The patient noted that the trial worked well. Despite being reprogrammed several times by a manufacturer's representative and using "silent mode" settings, when they would walk on their prosthetics it would aggravate the sciatic nerve so bad that the vibration would cause them to start having bad phantom pain. They told the representative that they used the therapy but not often enough to keep it implanted. No further complications reported.